Manufacturer narrative:
The device, intended for use in treatment was returned for evaluation. Visual inspection of the returned device confirms that the device is broken/damaged and has signs of wear and tear from use. The device was manufactured in 2013. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The device is a reusable device that can be exposed to numerous surgeries and cleaning cycles. Probable causes that could contribute to the reported event, as reusable instruments are susceptible to damage from prolonged use and through misuse or rough handling. To avoid compromised performance or damage, it is recommended the device be inspected prior to and after each use and cleaning. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary.

Event description:
It was reported that during efip inspection it was found that the connection handle of the journey art insert assm tool is broken. No case involved.